Event description:
A falsely elevated ctni result occurred on a pt sample. The initial result of 6.63 ng/ml was reported. The physician questioned the result and the sample was repeated on an alternate dimension instrument with the result of 0.04 ng/ml. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. Analysis of the instrument by a dade behring representative indicated that the cause was contamination from the reagent drain.